Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications.

Event description:
During an initial implant procedure on (B)(6) 2021, it was reported that the left ventricular (lv) lead failed to capture. The lv lead was not used and a new lv lead was successfully implanted. The patient was stable throughout the procedure.